Manufacturer narrative:
Further info from the reporter regarding event has been requested. No additional info is available at this time. The events of "deformity on the cheeks, abscess and redness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approximately 1 month after injection with 2 syringes of juvederm voluma xc in the cheeks, the pt developed "deformity on the cheeks, abscess, and redness" at the injection sites. Vitrase was administered as treatment.